Event description:
In this case, it was reported aortic valve was explanted after an implant duration of approximately 1 year and 3 months due to prosthetic valve endocarditis. Per the op report, the patient is a (B)(6) gentleman with a history of IV drug abuse. Fifteen months ago he developed aortic and tricuspid valve endocarditis and severe heart block. He was operated on in a state of extremis. His aortic valve and tricuspid valve were both replaced with pericardial tissue valves. He also, due to third-degree heart block postoperatively, had a dual-chamber pacemaker placed. He did well for about 9 months, and then in (B)(6) 2012, he developed a (B)(6). He was treated with 6 weeks of antibiotics and was felt that he was cleared. He then presented with fevers and chills, and recurrence of symptoms. His cultures were positive for (B)(6). He was placed on penicillin g and gentamicin. An echocardiogram was done on admission, which did was not suggestive of endocarditis but later a second echocardiogram was performed, which was suggestive of vegetations on the aortic valve (subject device) and possibly on the tricuspid valve. Therefore, it was decide to re-replace both valves. When attention was turned to the aortic valve, the exposure of the valve was quite difficult. The inflammatory response around the ascending aorta and the root was extremely intense. The aortic valve was excised and sent for cultures. The gram stain was positive for gram-positive cocci and 1+ white blood cells. A portion of the aortic prosthesis, one of the leaflets, was also sent and it also had gram positive cocci. There were obvious vegetations on the valve. Once the valve was excised, it was clear that an abscess had eroded through the ascending aorta under the left main coronary cusp. This left a defect extending down into the left ventricle. It was noted that this tissue would not support a valve. Therefore, a teardrop-shaped patch of pericardium was placed. A 21-mm edwards-lifesciences pericardial tissue valve was seated in place and was tied snugly. Once it was appropriately tied into position, the aortotomy incision was closed. A cardioplegia catheter was then inserted into the ascending aorta and the aortic root was pressurized. There did not appear to be any obvious leaking and the cardioplegia seemed to have its appropriate affect. Next the tricuspid valve was replaced. He was weaned from cardiopulmonary bypass, which he did without difficulty on a small dose of epinephrine. His ejection fraction looked normal afterwords, which was actually some improvement, because the anterior wall looked somewhat hypokinetic preoperatively. Total crossclamp time was 164 minutes. Cardiopulmonary bypass time was 206 minutes.

Manufacturer narrative:
(B)(4). Device not returned. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the patient's op report documents a history of IV drug abuse, endocarditis, and a pace-maker implant procedure post-implantation of the subject device. It is possible that any one of these factors may have caused or contributed to this event. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event cannot be confirmed. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. No further actions are possible with the available information.